Event description:
The co rec'd a report that during pt intubation with a 2.5mm (unidentified brand) of endotracheal tube, the sleeve of the stylet being used remained in the endotracheal tube. The endotracheal tube was removed and the pt was reintubated.